Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unable to prime during prime test due to faulty force sensor resistor. Cracked case at display window corners, battery tube threads and minor scratched display window noted.

Event description:
The customer's mother reported that the insulin pump had a button error. She did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the pump and revert to a back up plan. The blood glucose reading was 200 mg/dl. No further information was provided.